Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not getting relief from pain. The actual residual volume was 17 ml and the expected residual volume in the pt's pump was 5.9 ml. The medications being delivered via the device system were fentanyl, bupivacaine and prialt. Additional information has been requested, a f/u report will be sent if additional information becomes available.